Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal article citation: dolmatch, b. L., duch, j. M., winder, r., butler, g. M., kershen, m., patel, r., ¿ davidson, I. J. (2012). Salvage of angioplasty failures and complications in hemodialysis arteriovenous access using the fluency plus stent graft: technical and 180-day patency results. Journal of vascular and interventional radiology, 23(4), 479¿487. Doi: 10.1016/j.jvir.2011.12.024.

Event description:
It was reported in an article from the journal of vascular interventional radiology titled " salvage of angioplasty failures and complications in hemodialysis arteriovenous access using the fluency plus stent graft: technical and 180-day patency results " that after the stent graft placement in the arteriovenous graft (avg) , there were two periprocedural avg rethromboses in which percutaneous thrombectomy was followed by suboptimal angioplasty necessitating stent graft placement in the venous outflow. Both avgs clotted shortly after the procedure and could not be salvaged. Two months after the stent graft placement, one patient required surgical removal of a thrombosed, infected forearm loop graft and the mid¿upper arm brachial vein stent graft. The status of the patients was not provided.